Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage. There was a large chunk of tissue on the helix suggesting dislodgement. (B)(4) the distal portion of the lead was returned, analyzed and the tip electrode was pulled out/off. It was noted that the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the right atrial lead was not pacing or sensing. The lead was capped and replaced. It was also reported that the replacement lead was not pacing or sensing and dislodged a few weeks after implant. The replacement lead was removed and replaced. No patient complications have been reported as a result of this event.